Event description:
It was reported the dcs12 was used during a laparoscopic lymph node dissection. It was reported by the affiliate the insulation covering the scissor shaft was injured against the edge of a reusable, metal trocar. The insulation peeled off. This happened towards the end of the case, so another device was not opened. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49321. H6; stripped insulation sheath. D5,6; h4: info not available. Based upon the inquiry info rec'd and the visual examination, it was concluded that the instrument was returned with a piece of the sheath stripped open. The stripped sheath had nicks surrounding it. No conclusion could be reached as to how the sheath had become damaged.